Event description:
Voluntary medwatch received states the right ventricular (rv) lead presented with high defibrillation impedance. No changes were reported. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5164646.